Manufacturer narrative:
D3: correction. Note investigation summary h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s reported problem, air in line unresponsive, was verified by functional testing. The cause is a faulty air detector. The air detector was replaced.to correct the issue.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps "air in line unresponsive". Found during testing. No patient harm.